Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, one tail end of the penta was disconnected and a new percutaneous lead implanted on (B)(6) 2021 to address the issue. Therapy was restored.